Event description:
Info was initially provided that user experienced failure of a 6fr catheter. Add'l info rec'd on (B)(6) 2013 - luer hub polled off on ward. The pt had adverse effects due to this occurrence as the pt had a pneumothorax. Multiple attempts to gather add'l info has been unsuccessful.

Manufacturer narrative:
Pneumothorax is not labeled. Separate is not labeled. Event is still under investigation.